Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that difficulty charging the implanted neurostimulator, patient has a hard time connecting to the ins and staying connected. The following troubleshooting steps were performed: located the implanted device by looking for incision and/or palpating the stimulator, apply comfortable pressure to the recharging belt or consider tightening the belt, recommended using a thin layer of clothing between rechargers and skin. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.